Event description:
The image did not appear on the monitor. The ccu was used with a camera head. Procedure was planned as arthroscopic, but changed to an open surgery. The pt was given regional anesthesia. There was a one-hour delay reported.

Manufacturer narrative:
Unit has color bar signal, but no video output. Replaced camera head cable connector receptacle and checked all functions. Camera failure caused by bad solder connections of subassembly. No other failures were found.